Manufacturer narrative:
A direct correlation between the report of gastrointestinal bleeding and the device could not be determined. The patient remains ongoing on pump support and no further events have been reported at this time. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of the device ¿ 1 year and 3 months. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 due to weakness and anemia. Upon admission, the patient's hemoglobin was 7.0 g/dl and the inr was 1.5. The patient was transfused with 2 units of blood and was scheduled for a double balloon enteroscopy. The pump was reported to be functioning as intended, however, the healthcare professionals believed that the gastrointestinal bleed was related to vad therapy. No further information was provided.